Event description:
This event involves a patient who experienced a burn injury in a procedure room on (B)(6) 2023. The patient has a past medical history of cervical spondylosis and was admitted for bilateral c4-c7 medial branch radiofrequency neurotomy with fluoroscopic guidance. During the procedure a stryker neutral electropad (grounding pad) was applied to the patient's right posterior calf. A motor test of the stryker multigen2 radiofrequency ablation (rfa) generator (ref # (B)(4) was checked at the beginning of the case. No defects were noted. The lesion mode of the rfa machine was then started and used to perform a right sided cervical ablation without apparent incident. An error message appeared was noted on the generator screen instructing the team to turn the generator off and on. If the problem persisted, the error message instructed the team to contact stryker. Prior to initiating the left side, the rfa(radiofrequency ablation) generator power was turned off (as directed in the error message) and a different electrical wall outlet used. The rfa generator power was again tested without issue. When the lesion mode was applied, there was inadequate temperature obtained though the probe at the intended site of the ablation. The patient complained of burning on his right leg. The rfa machine was turned off and the electropad pad was removed. The pad was noted to be hot to the touch by the attending physician and the circulating nurse. The patient's calf site was assessed and observed to have a 1x2 cm burn (peeling skin, red edges, white-spots). Triple antibiotic ointment and a bandage was applied to the site. A new electropad was applied to the patient's right flank area and the rfa procedure resumed without further incident. There was no loose pad or connection alert triggered prior to the patient reporting pain. The only alert was a system error alert. The rfa machine and probes were removed from use for evaluation. The disposable pad was not retained for evaluation. The event was reported to stryker by the physician. The stryker generator was a loaner device that had been brought in the evening before. The facilities group was asked to check the outlets in the operating room for potential power surges or cycling during use of the generator. There were no defects noted in the outlets but evaluation is ongoing for any potential system surges when both the generator and fluoroscopy are used. Traditionally, 3m pads have been used for this procedure without incident, but they are reportedly being taken off the market. The stryker pads are reportedly thinner and have less adherence. A new cable was required for use with the new stryker grounding pads. We are unsure of the underlying cause for the system error and are awaiting feedback from stryker. We are not sure if there is an: hardware/software interface issue between the new cables and pads resulting excess energy flow to the pads or triggering an incorrect alert. Whether the system alert prevented additional alerts from firing (e.g., loose pad alert) which would typically prevent ongoing use until the pad was replaced. Whether the new pads themselves are insufficient in preventing burns (they appear to be thinner, with less adhesive). The rn staff have been instructed to clip patient hair and place the pads on the thighs and arms closer to the intended site of treatment, however, we are uncertain whether that will resolve the issues seen. A second burn event will be reported separately.